Event description:
On (B)(6) 2011, patient reported the down button on the infusion device has been responding intermittently for the past 2 weeks. The down button pops up after it is pressed. Patient boluses 7-8 times per day and has used this infusion device for four years. Both the up and down buttons functioned as intended during the troubleshooting call. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.